Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2012". It is also alleged that "[pt] had multiple strut perforations into adjacent organs/structures, a failed percutaneous retrieval and, eventually, an open retrieval". Patient outcome: alleged "failed percutaneous retrieval and, eventually, an open retrieval".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Investigation - evaluation. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vena cava and organ perforation, pain, anxiety, unable to retrieve, scar, hemorrhage, lightheadedness'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported anxiety, scar, hemorrhage, blood in stool, lightheadedness is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Pt allegedly received an implant on (B)(6) 2012 via the femoral vein due to multiple fractures. Pt alleges tilt, vena cava perforation, organ perforation, severe pain in the heart and chest, anxiety, failed removal, permanent scar. Pt further alleges hemorrhage, blood in stool, lightheadedness. Attempted filter retrieval performed on (B)(6) 2018. Successful filter retrieval performed on (B)(6) 2018.

Manufacturer narrative:
Additional information: event, relevant tests/laboratory data, other relevant history. Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code: vessels, perforation of (2135)-listed in IFU, organ(s), perforation of (1987)-not listed in the IFU, pain (1994)- not listed in IFU. Device code: no code available (3191)- device perforation- listed in the IFU. Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.